Manufacturer narrative:
Correction in d1 and d4 (catalog number). D1: cannulated polyaxial extended tab screw 7.5x45mm or cannulated polyaxial extended tab screw 7.5x50mm. D4: catalog number: 810m7545 or 810m7550.

Event description:
It was reported that some of the tulip heads of the screws were found to have pre splay during the procedure. There was no further surgical or patient information provided.

Manufacturer narrative:
Brand name: cannulated extended tab polyaxial short reduction screw 7.5x45mm or cannulated extended tab polyaxial short reduction screw 7.5x50mm. Catalog number: 818m7545 or 818m7550. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that some of the tulip heads of the screws were found to have pre splay during the procedure. There was no further surgical or patient information provided.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.